Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had acute gastrointestinal bleeding (gib) and low flow alarms and high pulsatility index (pi). It was likely hemodynamic related. The log file revealed several low flow events on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. It was reported that the patient had an acute gastrointestinal bleed (gib), low flow alarms, and high pulsatility indexes (pis) on (B)(6) 2021. The clinical team would like to rule out a mechanical issue and suspected that the issue was likely hemodynamically related. The submitted controller event log file captured 10 low flow hazard alarms along with intermittent low flow events throughout the course of the log file that were associated with elevated pi. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. It was communicated on (B)(6) 2021 that the patient continued to have low flow alarms. It was suspected that the alarms were related to hypovolemia rather than hypertension. An additional log file was submitted. The submitted controller event log file captured 1 low flow hazard alarm along with a low flow event. Numerous pi events were captured throughout the duration of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous episodes of mucosal bleeding are reported under MFR#s: 2916596-2023-00717 and 2916596-2023-00693. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this investigation. The submitted controller event log file (B)(4) captured a low flow hazard alarm. Numerous pi events were captured throughout the duration of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The submitted controller event log file (B)(4) captured low flow hazard alarms along with intermittent low flow events throughout the course of the log file that were associated with elevated pulsatility index (pi). No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient later underwent a heart transplant on (B)(6) 2021 as reported under MFR#: 2916596-2023-00607. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was hospitalized on (B)(6) 2021 for mucosal bleeding. Hematocrit was at 17 g/dl. The patient received packed red blood cells on (B)(6) 2021 at 13:30 and 16:36, on (B)(6) 2021 at 00:44, and on (B)(6) 2021 at 05:28.